Event description:
Reporter did a blood glucose test before dinner and got a result of 305 mg/dl. She retested immediately, using another fingerstick, and got a result of 123 mg/dl. She had symptoms of shaking, sweating and nausea. A control solution test of 142 was within range. On follow-up, reporter stated that when she get symptoms, she eats and then feels better. She said that she is visually impaired and has difficulty placing enough blood on the strip. At times, she adds more blood to the existing drop. Lifescan rep explained the outcome of having too much blood on test strip.